Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported partial rupture of the device in the intravascular tract approximately 5 cm from the exit site during use. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking PICC is confirmed; however, the exact cause is unknown. Two photographs and one video of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a circumferential split in the catheter tubing a few centimeters from the molded joint. No further details of the split could be discerned from the photographs. An observation of the video showed a clear liquid leaking from the tubing between the 4cm and 5cm markings. There were no distinguishing features in the returned photographs and video of the device which could aid in identification of a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.